Event description:
Customer called to report a diluted wash solution leak of approximately 200 milliliters from the unicel dxc 800 synchron system's modular chemistry (mc) sample probe. The customer technical specialist assisted customer with troubleshooting the instrument by advising customer to check the probe by clamping the wash line, which stopped the leak. On the following day, the field service engineer (fse) inspected the instrument and found a clot obstructing the wash collar vacuum valve, which was the cause of the mc collar leak. The fse then cleared the obstruction from the valve and monitored the instrument while priming it to ensure that the services performed effectively resolved the leak issue; no further leaks were observed. Customer stated that although some results were repeated on an alternate instrument in the laboratory, patient results were not affected and erroneous results were not reported outside the laboratory.

Manufacturer narrative:
(B)(4)